Manufacturer narrative:
D9 - date returned to mfg is 9/2/2025. Received one (1) used list# 142730490, plum 150 ml burette set. As received, the burrette chamber was observed under uv light and insufficient solvent coverage was observed where the chamber connects to the lower cap. No other damage or other anomalies were observed. The set was leak tested and leakage was observed. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage applied during manual assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114 inch where the customer reported that there was a leakage at the bottom of burette. It was unknown if there was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.